Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a abdominal wall hernia, the reload inside the package with 8 tacks was loaded and fired, but the handle generated a strange crackling sound when squeezed, and 1/4 depth of the tack did not go into the tissue, and it was fixed ina status like floating. The second tack could be tacked into the tissue well, but in the following firings, the event occurred several times that 1/4 tack did not go into the tissue. Oozing bleeding occurred as a result of the issue. The surgical time was extended by less than 30 minutes. No patient injury.